Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleging that the insulin pump was under delivering. Customer experienced high blood glucose. Customer¿s blood glucose level were 250 mg/dl and 397 mg/dl. Customer experienced symptom such as dry mouth. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.